Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm multi link mini vision indicated is being filed under a separate medwatch MFR number. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the mini vision instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient was admitted with chest pain. A moderately calcified, tortuous lesion was identified in the left circumflex (lcx) and the left anterior descending (lad) artery. The lcx was predilated with a 2.0x12 mm rx voyager at 8 atmospheres and the 2.25x18 mm multi link mini vision was implanted in the lesion at 14 atmospheres. A 2.5x15 mm voyager nc was used to post dilate the stent at 8 atmospheres. The lad was predilated with the same voyager at 9 atmospheres and a 2.5x15 mm multi link mini vision was implanted in the lesion at 9 atmospheres. The same voyager nc was used to post dilate the stent at 16 atmospheres. Timi iii flow obtained and the patient was discharged without any complication. On (B)(6) 2011, the patient was admitted again to the intensive care unit with mild chest pain. The angiogram revealed that both the stented segments were occluded with thrombus. An aspiration device was used to remove the thrombus and the patient was referred for a coronary artery bypass procedure, which took place on (B)(6) 2011. The patient is reported to be well after surgery. No additional information was provided.